Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced atrial paced beats oversensing on the right ventricular channel. Upon review of the electrogram (egm), it was found that the oversensing on the right ventricular channel was seen as ventricular fibrillation (vf) markers. Technical services recommended programming options and to make adjustments to rv sensitivity. This ICD device remains in service. Additional information received indicated blanking was adjusted, however the oversensing was seen on the rv lead. An x-ray imaging is recommended to check lead positions. No adverse patient effects were reported.